Manufacturer narrative:
No button error alarm noted and all of the buttons functioned properly. However, the device had moisture on keypad traces. The device also had cracked lcd window noted, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the keypad was unresponsive. Customer had given herself a bolus and the button error alarmed. Customer's blood glucose was 162 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Did state the device had a little crack on the corner of the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.